Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore, bard is unable to determine the associated labeling and dfmea to review. If additional information is received, a follow up report will be submitted. Lawyer filed report (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and had required and will require continued medical treatment.

Manufacturer narrative:
(B)(4). The sample was not returned. The finished product met all specifications prior to being released for general distribution.

Event description:
Per additional information received, the patient has experienced infection, unspecified urinary problems, recurrence, dyspareunia, blood loss, incomplete sphincter with incontinence, and required additional surgical interventions.

Manufacturer narrative:
The medical record assessment is still in progress, once the medical records are assessed a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced stress incontinence, abdominal pain, pelvic pain, unable to sit due to pain, coaptite injection due to incompetent sphincter with incontinence, smoking, back pain, frequent urinary tract infections, bleeding, yeast infection and additional nonsurgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urethral hypermobility, low back pain and leakage.